Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, it was confirmed through email response that the wireless bridges were replaced to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator wireless bridge software was not working and have lost its connectivity during patient use.the rt (respiratory therapist) removed the adapter and the vent was on all the time with no interruption. The customer confirmed that there was no patient harm associated with the reported event.